Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in finland reported two non-reproducible positive sars-cov-2 results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10315y and 10322z, expiration date 28february2021; serial number (B)(4)). The samples were repeated using cobas 8800 and generated negative results. The positive results were reported to the clinician. No harm was alleged. Two (2) mdrs are being filed, one per patient, as per FDA guidance.

Manufacturer narrative:
An investigation is ongoing. A supplemental report will be filed upon completion of the investigation. (B)(4).

Manufacturer narrative:
An investigation was performed and concluded the following: one sample (run #820) was retested on seegene allplex respiratory panel 3 test. According to the IFU for the liat assay, hcov-nl63 was one of the strains tested for cross reactivity with this test (see page 28 under cross reactivity), and no alignment was found passing the cutoff and therefore no cross reactivity is expected. Both of these runs alleged show CT values that fall in the lod range, explaining the discrepancy upon repeat. No reactivity is expected with the hcov-nl63 and there were no abnormalities noted for these runs or the analyzer. An investigation was also performed on the reagent lots and found no product problem. Updated to reflect that one sample was also tested for nl63 changed the reagent lot # to 10322z (run#733 used 10315y, run#820 used 10322z) (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency's instruction, we hereby submit this MDR. A customer in (B)(6) reported two non-reproducible positive sars-cov-2 results were generated while using cobas sars-cov-2 & influenza a/b test for use on the cobas liat system (lot 10315y and 10322z, expiration date 28february2021; serial number m1-e-18815). The samples were repeated using cobas 8800 and generated negative results. One of the sample was also also tested with nl63 test on seegene allplex respiratory panel 3 test. The positive results were reported to the clinician. No harm was alleged. Two (2) mdrs are being filed, one per patient, as per FDA guidance.